Event description:
Healthcare professional reported left-side "rupture discovered during surgery". Device was explanted.

Event description:
Healthcare professional reported left-side "rupture discovered during surgery". Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d9, h3, h6. Laboratory analysis summary: the device related to the reported event of rupture was received on october 03, 2024 with lot number 1760611. Based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening with 2 assessed, 1 fold flaw opening and 1 surgical damage. As per the investigation procedure: creases and non-penetrating nicks were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left-side "rupture. Discovered, during surgery". Device was explanted.